Event description:
Additional information was received. Ins serial number confirmed. At the patient¿s appointment, troubleshooting was performed. The cause was due to adaptivestim had been changed to on. Adatpivestim was turned off using the controller and the issue resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient's family member via the manufacturer representative (rep) regarding a patient with an impl antable neurostimulator (ins). It was reported that the way the stimulation was felt was different from before. Although the value would normally increase in increments of 0.1, there was a time when it suddenly increased to a large number in a single step. The group should have been the same, and it was now increasing in 0.1 increments. It was thought to have been since the adjustment at the previous visit, but even though neither posture nor group had been changed and no adjustment had been made with the controller, it was reported that stimulation would suddenly stop, or that the intensity of stimulation would suddenly be felt as if it were surging in. Contributing factors were unknown. Troubleshooting was performed. Although it was possible that the increment/decrement setting had been changed at the previous adjustment, it was said that nothing had been communicated by the physician such as that the program had been changed in that way. Because adaptivestim had been turned on for the group usually used, it was explained that the settings were such that the program would automatically change when posture was changed, and that this could have affected the way the stim ulation was felt. Because it was reported that the stimulation was suddenly felt strongly despite nothing having been changed, consultation with the medical institution was recommended. Issue was not resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.